Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 1 minute, the balloon ruptured. The device was removed from the patient without problem and pinhole was noted at the middle part of balloon. The procedure was completed with a different device. There were no patient complications reported and the patient status was good.